Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017 the patient experienced an intermittent audio alert, and a hyperglycemic event. Patient reported having a blood glucose (bg) value of 50 mg/dl. Patient passed out. Patient's neighbor noticed that patient didn't answer the door and called 911. Paramedics arrived at 7:30 pm and treated patient with sugar. Paramedics departed at around 1:45 am. At the time of contact patient is feeling well. Patient alleges that the cgm did not alert him to the low event. Additionally, the patient tested the receiver's alerts and they worked. No further event or patient information is available. No product or data was provided for investigation. The reported event could not be confirmed. The root cause could not be determined.